Event description:
Medtronic received information that immediately following implant of this transcatheter bioprosthetic valve, the patient exhibited new onset bradycardia and left bundle branch block. The patient was treated with medication. Two days post-implant, the patient developed sick sinus syndrome with atrio-ventricular conduction disease and a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.